Manufacturer narrative:
The patient remains stable on ivad support. He has nighttime fevers and is no longer active on the transplant list, due to infection. The air observed in pockets was vented and the patient remains in the hospital for further monitoring. A supplemental report will be submitted when the manufacturer's investigation is completed. There is no further info available at this time.

Event description:
The patient was implanted with a left implantable ventricular assist device (ivad). It was reported by the chief perfusionist that the patient presented in the ER with neurological symptoms suggesting a stroke. He was admitted to the hospital and while in the hospital, he developed a pocket of air around his implanted ivad. The air developed below his mediastinum and subcutaneous air was also observed on his chest and in his neck. Due to his neurological status, the team is reluctant to place the patient on bypass to exchange the device at this time. The pump is filling and emptying appropriately. There have been no alarms and the patient is hemologically stable.